Event description:
This report summarizes malfunction events. A review of the events indicated that three (3) patient samples tested on the galileo neo automated blood bank system produced incorrect abo/rh phenotype results and a false negative result for an antibody versus previous or expected results, utilizing the capture-r ready screen assay. One patient sample test on the galileo neo produced a false negative for anti-k. One patient sample test on the galileo neo missed an anti-d result after having testing positive in gel for anti-d. A third patient sample test experienced an instrument malfunction that led to an rh mistype, whereby the instrument reported rh positive while the patient was known to be rh negative. Through post event tests and investigations, no specific causes were determined for the malfunctions.